Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the pressure was not able to rise after reaching 12atm within 10 seconds. It was thought that the device was ruptured. Even though the balloon was inflated outside the body, it was not known whether it was defective. The device was simply pulled out from the patient's body and it was then noted that the balloon was ruptured. The procedure was completed with another of the same device after using rotablator. No complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and solidified media was present within the inflation lumen. The device was placed in a water bath set to a temperature of 37 degrees celsius in order to soften the media. The returned device was then attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres and pressure held for 30 seconds (timed using timer g 24610) without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge (# g19252). This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the pressure was not able to rise after reaching 12atm within 10 seconds. It was thought that the device was ruptured. Even though the balloon was inflated outside the body, it was not known whether it was defective. The device was simply pulled out from the patient's body and it was then noted that the balloon was ruptured. The procedure was completed with another of the same device after using rotablator. No complications were reported and patient was good post procedure.